Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. (B)(4).

Event description:
A medical doctor reported that after a cataract with intraocular lens (iol) implant surgery, a patient presented with decreased bcva, pain, corneal edema with reaction in the anterior chamber, increased iop and inflammation (hc 5). The patient was admitted to hospital the day after the event and had not been discharged at the time of reporting. The diagnosis was endophthalmitis. No surgical intervention was required. No add'l info is expected.